Event description:
Hcp reported onset of infection was august 2004. Patient presented with incisional wound opening of the scalp. The primary location of the infection was the device pocket, lead track and scalp. Cultures were obtained from the scalp and the organism found was pseudomonas aeruginosa. The patient was treated with IV antibiotics and the devices were removed. Hcp reported the infection resolved. The devices were explanted but not returned to the manufacturer for analysis.